Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, d10, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error b30. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to crack on scope connector which allowed fluid to enter control body, connector and imager. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope exhibited a blackout image. There was no patient involvement.